Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display became detached from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: on investigation, there was no evidence of the display being detached from the pump. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.